Event description:
Additional information received. The patient was treated at the index procedure emergently with a ruptured saccular aneurysm that measured 7.5 cm in diameter. The proximal aortic neck measured 2 cm in length. The common iliac arteries were wide and filled with thrombus. After the patient was treated, the patient woke up but never recovered and was unresponsive. A cranial CT was performed but no damage was observed. Per the physician, the patient expired due to multiple organ failure.

Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a saccular 7.5 cm in diameter and 10 cm in length (extending down to the native bifurcation) ruptured abdominal aortic aneurysm that resulted in excessive blood in the right retroperitoneal. The proximal aortic neck measured 2 cm in length. The common iliac arteries were aneurysmal and filled with thrombus. It was reported that, during the index procedure, a small unknown endoleak was observed at the level of the endurant ii bifurcated stent graft flow divider. The physician modelled the stent graft with a balloon however the unknown endoleak did not resolve. The physician completed the procedure with the unknown endoleak unresolved. Approximately two hours post index procedure the patient required re-intervention as the unknown endoleak was refilling the previously ruptured aneurysm. The physician surmised that this may be a type iii fabric endoleak, therefore implanted two endurant iliac limbs and one endurant aortic cuff and the unknown endoleak was no longer filling the ruptured aneurysm sac and the event was considered resolved. It was reported shortly after, exact time frame is unknown, the patient experienced multi-organ failure. From the index procedure until the time of death, the patient had woke up; however, was unresponsive. The physician performed a cranial CT and no damage was observed. The reported cause of death was multi-organ failure. Per the physician, the patient required re-intervention due to a type iii fabric, endoleak in the stent graft. The physician stated the exact cause of events, may have been related to pre-operative ruptured aneurysm however, the physician suspects that the type iii fabric, endoleak refilling the ruptured aneurysm may have contributed to the multi-organ failure resulting in the patient¿s death. No additional clinical sequelae were reported.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that there is no further specific information on the pre-op rupture other than it was a saccular aneurysm that had rupture and didn¿t seem like it was unusual in any way. The treatment was normal and the endoleak the physician observed, even though they were initially concerned as it seemed more pronounced with a slight jet, they left it feeling it would self-resolve as other type IV endoleak would once the heparin wears off. But within two hours it seemed there was still a high amount of pressure on the ruptured sac, which is why they re-intervened approx. 6 hours after the primary procedure and felt that the leak was even more visible and bigger with 3 small jets showing, which was strange. The re-intervention done to resolve it with two limbs and a cuff not surprisingly didn¿t resolve the matter, and the patient eventually went into multiple organ failure and passed away 6-7 days later. The two procedures were done by two different physicians.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the endoleak seen during the implant procedure could not be determined from the several still images provided. Additional angio images (including cine¿s) during the implant and at the intervention were not available, and lack of pre-implant CT¿s did not allow for a thorough assessment of the anatomy. Several still images in various orientations, with contrast injected from above the suprarenal stents as well as within the aortic body just above the flow divider, showed what appeared most likely to be contrast blush coming primarily from near the level of the flow divider. No other stent graft issues were confirmed. Although a type iii fabric endoleak is possible, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure, a small endoleak was observed in line with the level of the endurant ii stent graft flow divider. The physician attempted to balloon the area of the endoleak but the endoleak was unresolved. The physician completed the procedure with the endoleak unresolved. Approximately two hours post index procedure the patient experienced multiple organ failure and the aneurysm was filled with blood. The physician determined that the endoleak was a type iii fabric endoleak and elected to perform an intervention. During the intervention, two stent graft limbs were implanted as well as an aortic cuff and the event was resolved. Per the physician, the cause of the event was due to a hole in the stent graft fabric at implant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Pre-implant CT¿s revealed that the proximal neck was severely angulated (~80° max lt-rt), contained irregular thrombus, and was extensively calcified. The patient also had bilateral aneurysmal common and internal iliac arteries. A likely type IV endoleak was seen immediately post-implant; primarily coming from the level of the bifurcate flow divider. Films from several hours post-implant showed a greater amount of contrast than the immediate post-implant films had shown; however, the more focalized location was still near the flow divider. After relining the bifurcate with an aortic cuff and two limbs, the endoleak was substantially reduced; a slight endoleak was seen near the flow divider. This residual endoleak may have been due to the cuff and limbs not completing sealing near the flow divider which has a transition profile and is more difficult to seal with a cuff/limb. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. No other stent graft issues were observed. However, it is unclear from the films provided why the likely type IV increased in strength several hours post-implant. This may have been related to a patient blood disorder or other condition. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The reported cause of death was multi-organ failure. The pre-implant rupture likely contributed; however, it is unclear if the persistent type IV may have also contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.